Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 22ga 0.9mm od 25mm l had a safety mechanism failure and the needle broke. The following information was provided by the initial reporter: when inserting the venflon, the user wanted to pull out the cannula, but the safety mechanism did not engage, the user noticed that the cannula had broken and a piece was left in the catheter, the venflon could be removed together with the broken piece of the cannula.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/5/2021. H.6. Investigation: one used sample was received by our quality team for evaluation. The sample in the container returned is in a pink protection cap and does not match the container label of the reported complaint. The sample was subjected to visual inspection and a broken cannula was observed. The cannula end was attached to the needle hub and the cannula tip remained in the catheter. The broken needle was taken out from the catheter for further investigation. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the broken area of the cannula, it is likely that the probable root cause fo the broken needle could be due to the cannula being bent and broke. If the cannula was bent and broken before use, the cannula holding the catheter would bend and it would not be possible to penetrate the skin. It would also not be possible to see blood in the flashback chamber if the cannula was broken in the middle. Due to the broken cannula, the safety mechanism was not able to activate properly due to the tether foil length is longer than the broken cannula, hence leading to the safety shield activation failure. As it is not possible to confirm how the product was used, the root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that venflon pro safety 22ga 0.9mm od 25mm l had a safety mechanism failure and the needle broke. The following information was provided by the initial reporter: when inserting the venflon, the user wanted to pull out the cannula, but the safety mechanism did not engage, the user noticed that the cannula had broken and a piece was left in the catheter, the venflon could be removed together with the broken piece of the cannula.